Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the syringe had hair inside of it.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted 2 bulb syringes were received without the original packaging. Visual evaluation noted a hair on the inside of both syringes. This is out of specification per inspection procedure which states, "no hair is permitted on the product." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be no follow up to the production areas cleaning procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because the user alleged the presence of foreign material on the product, which the user did not cause. Labeling does not apply in this case. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe had hair inside of it.